Event description:
It was reported an air leak was noted in the introducer sheath. There were no patient consequences reported.

Manufacturer narrative:
One 8f fast-cath introducer was received for evaluation. Review of the device history record confirmed this lot met manufacturing requirements prior to shipment. In conclusion, functional testing of the three returned introducers revealed a leak during testing. Additional investigation revealed the leak was caused by two tears in the hemostasis seal. Corrective action was initiated to address tears in the hemostasis seal of the introducers.